Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when connected to a patient, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced. The investigation of the provided ventilator logs confirm the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes that indicate any ventilator malfunction at the time of the event. The ventilator passed pre-use check successfully prior to the start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).